Manufacturer narrative:
B3: estimated date. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis and specified location of the separation a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unknown procedure. Reportedly, during use a piece of the proglide device may have broken off. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.